Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in 80% stenosed and calcified proximal right coronary artery (rca). The quantum maverick monorail balloon ruptured at 18 atms on the third inflation. The number of atms reached on the first two inflations is unk. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we arw unable to determine the root cause of this event.